Event description:
¿It was reported that the patient has had incapacitating back and leg pain related to a foraminal herniated disc, which is causing severe stenosis of his l5 nerve root on the left. Patient has been unresponsive to conservative treatment. It was reported that the patient presented with a preoperative diagnosis of a herniated disc and instability at l5-s1. The patient underwent tlif at l5-s1; screw instrumentation, l5-s1; cage instrumentation, l5-s1; local autograft bone. Local bone obtained from laminectomy was packed against the anterior annulus along with 1 pledget of rhbmp-2/acs. Two pledgets were placed in the cage. Mastergraft matrix was packed dorsal to the cage. No complications were reported. It was reported that the patient developed a non-union of recurrent back and leg pain. The patient presented with a preoperative diagnosis of non-union of l5-s1 tlif. The patient underwent hardware removal, exploration of fusion, l5-s1; revision of posterolateral spinal fusion, l5-s1; screw instrumentation, l5-s1; right iliac crest bone graft. Following decortication of the transverse processes of l5 and the sacral ala, iliac crest autograft was packed into the center of an rhbmp-2/acs sponge, which were rolled onto itself into a burrito and the rhbmp-2/acs and iliac crest were laid over the decorticated posterior elements. Screws were placed in l5 and s1 bilaterally. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future.¿ no further details are known at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2011 the patient presented with the following pre-op diagnosis: herniated disc and instability, l5-s1. The patient underwent: minimally invasive tlif at l5-s1; percutaneous pedicle screw instrumentation, l5-s1; cage instrumentation, l5-s1; local autograft bone. As per op notes, local bone obtained from laminectomy was packed against the anterior annulus along with 1 pledget of a medium infuse kit two pledgets were placed in the cage. The cage was impacted and rotated so that it was well centered in both the ap and lateral planes. Bone graft matrix was packed dorsal to this. This completed the minimally invasive tlif and cage instrumentation. The tubular retractor was then withdrawn. No patient complications were noted. On (B)(6) 2012 the patient presented with the following pre-op diagnosis: non-union of l5-s1 tlif. The patient developed a non-union of recurrent back and leg pain status post a minimally invasive tlif at l5-s1. The patient underwent: hardware removal, exploration of fusion l5-s1; revision of posterolateral spinal fusion, l5-s1; pedicle screw instrumentation l5-s1; right iliac crest bone graft. As per op notes, a revision posterolateral arthrodesis was performed as follows. The transverse processes of l5 and the sacral ala were decorticated. Iliac crest autograft was packed into the center of an rhbmp-2 sponge, which were rolled onto itself into a burrito and the rhbmp-2 and iliac crest were laid over the decorticated posterior elements. No patient complications were noted.

Manufacturer narrative:
(B)(6). (B)(4). Pseudoarthrosis. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.